Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection of the returned device, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted . Blade worn . Blade damaged . Housing worn . Housing discoloured . Lid worn . Lid discoloured . Led is dim . The device passed the quality inspection at the time of delivery. Based on the defects identified during the technical inspection, it is concluded that the described fault is due to improper use during reprocessing. The signs of wear on the blade, housing and cover, as well as the discolouration, are clear indications of improper use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that led´s are too dim. No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).